Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of no/intermittent/low audio was confirmed through observation. The cause was found to be a failed speaker. The rear case was replaced.

Event description:
It was reported that a spectrum pump had no audio output. It was also reported that there was no patient involvement.